Event description:
It was reported that: pt has two hip implants. The right hip is asymptomatic. Pt is having pain in his left hip. Pt is experiencing swelling and sharp pain. Pt is reporting that the doctor wants to schedule an MRI for both of his hips. The right hip surgery was done in (B)(6) 2010 approx.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.